Manufacturer narrative:
Service was sent to the customer's location on (B)(4) 2016. The field service engineer while performing the weekly maintenance on the instrument, found one loose pad in the strip provider module (spm). The cause of the loose pad is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
The field service engineer (fse) reported finding a pad in the strip provider module (spm) while performing the weekly maintenance on their ichem velocity. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.